Manufacturer narrative:
(B)(4). It was reported that the patient is pediatric using an adult receiver. It should be noted that the dexcom g4 platinum system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The reported event cannot be confirmed without the return of the device. A root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on 09/01/2015, to report that the patient's receiver had an intermittent audio output on (B)(6) 2015. It was reported that the patient was using an adult receiver. No medical intervention or injuries were reported.